Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2019-04171. It was reported that myopotential oversensing was observed on the device. Noise, oversensing was also noted on the right ventricular lead. The physician explanted and replaced the lead. The patient was stable before, during and after the procedure.